Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4)

Event description:
A nurse reported an intraocular lens (iol) that was exchanged because the patient could only see at dusk and dawn in light, "like (B)(6) in eye, and decreased vision. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported the patient was experiencing intolerable glare due to a defective optic.

Manufacturer narrative:
A lens was returned in a lens case. The lens case label indicates it is for a different lens model and diopter. A note attached to the case has ¿confirmed [reported lens] is in this wheel put in by customer¿. The lens model returned in the lens case is not the reported lens model. Solution is dried on the lens and the optic has scratches. Power and resolution testing were conducted and the returned lens is a monofocal lens, 22.0 diopter. Requests for clarification of the sample and the replacement lens for this patient have received no response. Product history and batch records were reviewed for the reported lens and documentation indicated the product met release criteria. The root cause could not be determined for the reported events. The reported events are for visual issues and glare attributed to the reported model by the customer. Based on the evaluation of the returned sample, the difference in the model and diopters between the reported serial number, lens case serial number and the returned lens we can only conclude with a high probability that an incorrect sample has been return for this complaint. Requests for the replacement lens for this patient and information for the lens listed on the lens case label have not received a response. The manufacturer internal reference number is: (B)(4).